Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that the hanger assembly would not fully close and that both display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. The device was assembled into a golden unit, and no error was displayed on power up. The device was run on the automated test console, all tests passed. Pinched wires were noted. Shorting of these wires to the super cap measurement circuit will cause errors for super cap low and lead to the displayed error on the next power up. One of the errors is a watch dog reset. This can be caused by several reasons, running the device close to shut down is one scenario that has been observed in the lab. Conclusion: the reported event was verified in the error log but could not be reproduced on the bench. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when it experienced an error. The epg was returned for service. No patient complications have been reported as a result of this event.